Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the catheter was first visually inspected, and no abnormalities were noted. Next, the investigators tested the steering functionality of the catheter and the device performed as expected with no abnormal resistance found. Then, the catheter was tested for leaks by sealing the irrigation holes and filling the catheter with fluid. No leaks were found during this test. Finally, the catheter was connected toa n irrigation pump and all ports flowed freely and without any interruption. The catheter's irrigation flow rate was within specifications for the device. The returned stablepoint catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No problem was detected with the returned device that could have caused or contributed to the irrigation issues seen in the field, nor were any other types of defects identified during the investigation. Ultimately the cause of the issue could not be determined.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation an intellanav stablepoint open-irrigated was selected for use. It was reported that during flushing outside the patient, it was observed that water coming out of some of the flush ports was "sprinkler like". No fluid was fluid leaking from the distal or proximal end of the handle. No error messages were displayed on the generator or the pump. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned.